Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The original complaint of balloon rupture was not confirmed. The stent damage was confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a kissing stent technique in a highly calcified left anterior descending artery (lad) lesion, a 3.5 x 23 mm xience v stent was implanted. A 3.5 x 18 mm xience v stent was advanced and was intended to overlap with the first stent. Resistance was noted during advancement to the highly calcified lesion. The device was able to be positioned at the lesion, and the stent delivery system (sds) balloon ruptured during inflation at 9 atmospheres. The device was withdrawn from the anatomy without issue and another of the same size xience stent was implanted. No clinically significant delay in the procedure was reported. No adverse patient effects were reported. No additional infomation was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the stent delivery system (sds) balloon did not rupture. Resistance was noted during advancement to the highly calcified lesion. When the stent was positioned at the lesion, it was noted that the distal stent struts had become mangled. No additional information was provided.